Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia with continuous glucose monitor and glucometer readings up to 282 mg/dl after a supply change, despite a prior in-range reading at breakfast and no observed leaking or bent cannula on removal. Symptoms included elevated blood glucose. Outcomes included self-management at home with a recommended site change and continued monitoring, without alerts on the pump and without hospitalization. Investigation included phone-based troubleshooting and education regarding infusion site replacement and post-change monitoring expectations. Investigation of this case revealed no device alarms, no visible infusion set damage, and no evidence of leakage, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.